Event description:
Subsequent information indicates that the patient underwent a surgical procedure where this lead was explanted and replaced. A request for the return of the lead has been made. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the lead has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information from the local boston scientific field representative (fr) that this lead displayed a product performance issues including noise in the logbook. The fr reported that the patient had been lost to follow up and that no additional information regarding the lead performance was able to be obtained. The physician was to perform a lead revision procedure at a future date. There were no adverse patient effects reported. As of today, the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.